Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected back light anomalies noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky and non-responsive. The customer's blood glucose value was unknown. Customer stated insulin pump reject new batteries and erased settings when putting in new battery. Customer stated insulin pump had no delivery alarms. Customer stated backlight was dim and hard to read the screen. The insulin pump will not be returned for analysis.